Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was explanted due to pacing impedance measurements greater than 2000 ohms. No adverse patient effects reported.